Event description:
During a pulmonary vein isolation procedure to treat an atrial fibrillation a polarx was selected for use. It was reported that during third lesion of the case the error 1 - 00004000-2: console detected blood in the catheter was displayed. The catheter and the cable were replaced. The procedure was completed, and no other errors occurred after this. No patient complications were reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
B.5. Describe event or problem: corrected the device was returned to boston scientific for analysis. The polarx catheter was visually inspected in attempt to identify the cause for the blood detection error seen in the field. No visible blood was seen inside the balloon and no external damage was noted. The device was assessed with an isaac pressure decay testing system to determine if any potential leak paths existed that may have contributed to the blood detection error in the field. The polarx device was then connected to the smartfreez console in attempt to recreate the blood detection error seen in the field. After multiple bending, steering, inflation, and slider switch manipulation cycles, the polarx did not trigger any blood detection errors. At this point, the device was fully assembled, and had not been dissected. The polarx device had a normal operational blood detect index of 20. The polarx device passed all functional and leak tests indicating there were no device defects that allowed blood or fluid inside the catheter. The polarx was then dissected to further investigate blood detect wires for symptoms that may have resulted in the blood detection error. An outer balloon wire split was found during balloon dissection.

Event description:
During a pulmonary vein isolation procedure to treat an atrial fibrillation a polarx was selected for use. It was reported that during third lesion of the case, about 30 seconds into the lesion of the left inferior pulmonary vein (lipv), the error 1 - 00004000-2: console detected blood in the catheter was displayed. The catheter and the cable were replaced. The procedure was completed, and no other errors occurred after this. No patient complications were reported. The device is expected to be returned.